Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg and surgical lead, on (B)(6) 2010. It was reported that the pt felt a heating sensation at the ipg pocket site when charging the ipg. She stated that this does not happen every time she charges, but it has occurred twice. A replacement charger was sent to the pt. F/u on the pt found that the issue was resolved with the new charger. No further pt complications were reported.